Event description:
It was reported that the customer was hospitalized due to high blood glucose. Troubleshooting was performed and the insulin pump passed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.